Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed for damaged miniset mainbody, which includes any of the following: chipping/flaking/cracking of the mainbody and detents, as well as broken occluder feet/legs. The root cause could not be determined. A batch review did not show any related manufacturing problems. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that a patient noted a crack on the light blue main body of the transfer set. The tubing was used for one week. There was patient involvement, however, no patient injury or medical intervention was reported along with this report. No further information is available.